Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to recognize therapy electrodes. The monitor's electrode belt receptacle was broken free from the monitor enclosure damaging the wires in the receptacle and causing the j1001 on ca board to become physically damaged. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.